Manufacturer narrative:
Log file analysis was not conducted since log files were not available. A review of the controller's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. DHR review cannot be performed for the batteries since their product ids are unknown. One controller and two batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the controller met all requirements for release. Review of the manufacturing documentation for the batteries could not be performed since their product ID's are unknown. Analysis of the devices could not be performed since the devices were not returned for evaluation. A root cause could not be determined since the devices were not returned for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that manufacturer representative "saw patient in clinic along with vad coordinator." As "per patient and spouse report, on two separate occasions (B)(6)) they noticed that the controller screen would go blank for 5-10 seconds accompanied with a loud beep." "Verified with the patient that this was not the power disconnect steady tone." "The patient had no complaints during the episodes and reported being on batteries both times." "It was also reported that some of the batteries would beep at 50% remaining and switch to the other battery, but they were not sure which batteries." "Log files were sent and did not show any indication of malfunctioning of any batteries." "All batteries showed normal power discharge rates and cycle counts." "Per clinical engineering, the controller should never go blank so it was suggested to exchange the controller." "A controller exchange was performed in clinic; the patient tolerated it well." "The patient and spouse were instructed to keep a detailed log of all batteries to determine battery length, when they swap to the other power source, and any abnormal alarms." No further information available. Investigation is ongoing.